Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the device was well placed and when the runners were pulled down the device slipped down 15 mm and a cuff was placed. The diameter of the abdominal aortic aneurysm was 88 mm at implant and is currently 91 mm x 87 mm. There is a component separation between the aortic cuff and the bifurcate and a leak is noted within the sac at this site. The physician ordered a talent cuff to repair the proximal fixation. No further sequelae have been reported.